Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8d06-77 that has a similar product distributed in the us, list number 8d06-41.

Event description:
The customer reported a false nonreactive architect syphilis tp result on a 66-yr old male patient. The following results were provided: on (B)(6) 2024 sid (B)(6) architect = 0.53 s/co, tppa is positive, trust platform is negative, wantai platform = 1.22 s/co (positive), another laboratory alinity = 0.47 s/co. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for the architect syphilis tp assay lot 59467be01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, returned sample analysis, and inhouse testing of retained kits with the complaint lot number. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Return sample analysis: the returned specimen was tested with the following results: sample ID (B)(4): architect syphilis tp: 0.50 s/co (non-reactive) recomline treponema igm: negative (no reaction) recomline treponema igg: negative (very low reaction for: tp47, tmpa, tp257, tp17, tp15) in-house testing of reagent kit lot# 59467be01 determined that the performance is not negatively impacted. Labeling was reviewed and adequately addresses the customer issue. Based on the investigation, the architect syphilis tp lot# 59467be01 assay is performing as expected and no systemic issue or deficiency was identified.

Event description:
The customer reported a false nonreactive architect syphilis tp result on a 66-yr old male patient. The following results were provided: (B)(6)2024 sid (B)(4)architect = 0.53 s/co, tppa is positive, trust platform is negative, wantai platform = 1.22 s/co (positive), another laboratory alinity = 0.47 s/co. No impact to patient management was reported.